Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia overnight, with sensor displaying high and confirmatory fingersticks up to 490 mg/dl, and a subsequent finding that the insulin cartridge was leaking inside the pump chamber; a full supply change was completed and insulin delivery was resumed, with blood glucose trending down thereafter, and the affected component was the reservoir with a leak/splash issue. Symptoms included dry mouth with thirst and fatigue associated with hyperglycemia. Outcomes included a delay to therapy and a minor illness/impairment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage attributable to a seal issue associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.